Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that an unspecified malfunction alarm occurred. A replacement pump was sent to the customer to resolve the issue. It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 400 mg/dl and diabetic ketoacidosis. Reportedly, the customer bolused via the pump and was treated with intravenous fluids of saline, potassium, and insulin while in the hospital. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.